Manufacturer narrative:
A visual examination of the returned device found the internal bolster separated from the device and the bolster was returned. Moreover, a foreign matter was found embedded in the detached bolster. Remnants of the bolster remain on the end of the tubing .the distal end of the tubing presented no tearing. The inner diameter of the bolster presented voids where material was attached to tubing. It appears that the internal bolster was securely molded to the tubing. The condition of the returned device was consistent of the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing tensile force during preparation. Based on the information available it is possible that the way in which the device was handled and manipulated during preparation may have contributed to the failure noted, therefore the most probable root cause of this complaint is "handling damage". A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy (peg) replacement procedure performed on (B)(6) 2017. According to the complainant, during preparation, when attempting to extend the obturator pocket the internal bolster broke off. The procedure was completed with a new endovive¿ securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy (peg) replacement procedure performed on (B)(6) 2017. According to the complainant, during preparation, when attempting to extend the obturator pocket the internal bolster broke off. The procedure was completed with a new endovive¿ securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.